Event description:
A malfunction was reported by the caller involving a tandem pump, identified as malfunction 199, which was explained by technical support to indicate a pump issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump after providing pump reset information, and the malfunction did not recur. The customer was informed they could continue using the pump and to contact support again if any issues reappeared.